Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and was hospitalized. It was also reported that both the right atrial (ra) lead and right ventricular (rv) lead exhibited noise due to oversensing. Inhibition of pacing was also noted on both leads. The leads were capped and replaced. No further patient complications have been reported as a result of this event.